Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc concluded that the reported phenomenon was attributed to the wrong printer output setting of the subject device, not failure of the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the video signal could not be output from the printer out terminal of the subject device. The issue was resolved changing the setting from hdtv to sdtv by telephone. The image on the monitor was always displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.